Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (b)(64) 2017. One used ls1500 ligasure device was received, and examination of the returned sample confirmed the reported issue. Visual inspection found the device knife blade is warped and would not seat correctly within the knife track. The blade is also missing a small .2mm piece from the leading edge. Disassembly of the device found eschar caked within the knife track, the jaw seal plate was damaged, and the inner clamp cutter had broken into four pieces. The amount of eschar found would cause the knife to shift and hit the back of the seal plate. Knife warping and internal damage indicate that significant force was used to push the knife against the back of the jaw seal plate, causing it to break. This would also cause damage to the pbca board, preventing the device from activating. The investigation identified the root cause of the reported event to be misuse, where the device was inadequately cleaned and used with significant force. The instructions for use included with this product recommends cleaning the instrument often with a piece of wet gauze to minimize tissue build-up. The device was also found to intermittently jam closed. Further inspection identified that the ski of the handle was improperly aligned in the internal a-track. This can occur if the instrument is latched for an extended period of time, causing the ski guide to bend. The instructions for use cautions users not to leave the handle latched for an extended period of time when the device is not in use. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process.

Event description:
The customer reported that during a procedure, the device would not contact well. The device was cleaned and reconnected but the issue continued. No patient injury occurred. Examination of the received device on (B)(6) 2016 found part of the knife blade for cutting tissue was missing and the latch intermittently jammed, preventing the jaws from opening. The customer confirmed that the missing piece detached prior to the procedure.